Event description:
Pt found on the floor next to the bed with the oxygen cannula tubing around her neck. The pts bed was fully lowered and all 4 side rails were up. Pt's left ear was red and swollen, with a purple mark on neck. Pt was confused.